Manufacturer narrative:
Concomitant products: 5086mri58 lead implanted: (B)(6) 2012, 5076-65 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.